Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Approximately nine months after the afib ablation procedure with a qdot micro catheter, the patient experienced pulmonary vein stenosis treated with pulmonary vein dilation. The information received indicated that an adverse event (pulmonary vein stenosis) occurred following an ablation using bwi products. The consequences are discovered at a distance hence the latency of the statement: it was only known today ((B)(6) 2025) by talking with the medical team. There have been no defects in our products that day to our knowledge. The adverse event occurred post use of bwi products on (B)(6) 2024, around 9 moths after. The physician¿s opinion on the cause of this adverse event was due to workflow (narrow pulmonary vein isolation) and patient abnormal healing in the area. The outcome of the adverse event was worsened. Pulmonary vein stenosis which needed another operation (pulmonary vein dilatation). There was no extended hospitalization. A diagnostic was done after coming back to home. The force sensing ablation catheter used was qdot with force visualization features of dashboard and vector. The visitag module parameters for stability used range qmode+ for ablation and time 3g and 3s. No additional filter was used with visitag, and it was qmode+ for ablation before stability+. The color option used prospectively was time.

Manufacturer narrative:
Correction: on 2-oct-2025, it was noticed the type of investigation code of ¿analysis of production records (b14)¿ was incorrectly reported in field h6. Of the 3500a initial medwatch. Please consider this code removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).